Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that several days after the trial procedure, the patient experienced severe pain and a loss of sensation in their legs. The patient was hospitalized and needed surgery. The physician stated that the patient had an epidural bleed unrelated to the device. The patient is undergoing physical rehabilitation and remains under medical supervision.